Event description:
It was reported that the pt received an implant in (B)(6) 2007. Pt began to experience pain in 2008. In (B)(6) 2010, pt alleges that he underwent surgery in his "groin area to relieve from the pain of the implant." Pt alleges that he again experienced pain in 2012 at which time he consulted with dr. (B)(6) who diagnosed an infection of the right hip with the cause unk. Sometime thereafter the implant was removed and an antibiotic spacer was put in; the date of the revision is unk.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The sterilization process for devices mfg by zimmer was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the pt. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).